Event description:
It is reported that the patient experienced lateral extension instability. It is further reported that the patient was examined under anesthesia.

Manufacturer narrative:
Surgical notes were received for the implant surgery and the examination under anesthesia. The implant surgical notes indicate that the implanted components had an excellent fit and provided excellent patellar tracking and stability. The examination report indicates the lateral side opened to approximately 7mm under varus stress and the medial side 2mm in flexion. There was 3-5 mm of lateral instability. The patient was later revised and it was noted that the medial ligament release previously done was inadequate and therefore a release was performed during revision. It is possible that the inadequate ligament release caused or contributed to the patient's instability however; this cannot be definitively concluded. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.